Event description:
It war reported that the blue coating from the sensor guidewire came off within the patient's bladder during a therapeutic ureteroscopy procedure. The procedure had been completed by the time the event was noted. There were no patient complications involved.